Event description:
It was reported that the device was interrogated and revealed invalid data in percent pacing. No changes were made in programmed parameters. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk (s2d) review revealed a diagnostics problem occurred. The s2d file (B)(4) shows "???" In the pacing percentage type ventricular sense (vs) and ventricular pace (vp) for last session at interrogation on 11-jul-2011 07:59:46. Diagnostic information is consistent with the reported event.